Manufacturer narrative:
Date rec¿d by MFR: 15mar2019. Date of report: 23sep2019. The customer was given credit for this issue. No part was sent to the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. (B)(4). Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported that the new battery had contact failure. The customer reported there was no patient involvement. Event date not specified, estimate used.